Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material under the lightguide lens could not be identified and a definitive root cause of the issues could not be determined, however, due to an observed leak in the bending section, proper reprocessing may not have been able to be performed. The issues may be detected/prevented by following the instructions for use sections below: gif-h185 operation manual chapter 3 preparation and inspection. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus evis exera iii gastrointestinal videoscope, requesting complete functional check. The device was returned to olympus for evaluation, and the evaluation found that the light guide lens has foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: universal cord has a wrinkle; protector of universal cord on scope connector side is damaged; connecting tube has a buckling; light guide lens has a crack; light guide lens has foreign objects; objective lens has a crack; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; due to deformation of scope cover unit, water tightness is lost; suction cylinder has no color; and due to a cut on switch1, water tightness is lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.